Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision due to infection and urethral erosion. The device was removed and replaced with a tactra malleable device only on the left side. There were no additional patient complications.